Event description:
User's allergic reaction to latex glove started with throat swelling and now she cannot walk into a hosp without feeling dizzy or feeling like passing out. She also experiences shortness of breath and chest tightness. Her medications include zyrtec, intal, and nasal chrom.